Event description:
Nurse reports the flexi-seal signal fms was placed into the pt on (B)(6) 2014 at 1:00 pm after ileostomy and partial colectomy surgery. The nurse further reports the device was placed after the preceding procedures 'to collect old blood' from the colon; the nurse who placed the device 'thought that she was following the hospitals policy for placement but, did not think the policy applied to her colectomy pt because they did not have rectal surgery.' The device was removed on (B)(6) 2014 at 9:00 am. Additionally, the nurse reports there were no external injuries, no bleeding and the surgeon was notified when the device was removed.

Manufacturer narrative:
Based on the available info, this event is deemed a misuse of the prod due to the potential risk of harm to the pt. There were no reports of the pt being harmed as a result of this misuse. Should add'l info become available, a follow-up report will be submitted. Reported to the FDA on january 23, 2015.